Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained oversensing episodes due to oversensing in the right ventricle lead. No programming changes were performed. The patient was in stable condition.